Event description:
Reporter reportedly was using the cross walk and heading back on to the sidewalk when the lip of the curb caught and bent the fork, causing the end user to fall out of the chair and break end user's leg.